Event description:
(B)(4). It was reported that during a carotid artery stenting treatment procedure a dissection occurred. Angiography revealed a de novo type c, y-shaped lesion in the proximal left anterior descending artery (lad). The reference vessel diameter was 2.75mm. The lesion length was 40mm with 90% stenosis and timi flow 3. Moderate calcification and mild tortuosity were present. Pre-dilatation was performed with a maverick 2.5mm x 30mm balloon. A 2.75mm x 24mm taxus liberte was implanted at 12 atmospheres (atms). Post-dilatation was performed with 3.25mm x 8mm non-bsc balloon at 20 atms. Final angiography revealed timi 3 flow with a 0% residual stenosis. A grade c dissection within the target lesion was observed. A second taxus liberte stent, a 3.0mm/16mm was implanted. At discharge in (B)(6) of 2006, stable ccs class 3 angina and nyha class ii were reported. Three taxus liberte stents were also implanted in the rca, date of implant unknown.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.